Event description:
The customer received a blood glucose reading of "lo" from one contour meter and a reading of 220 mg/dl from her other contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips, so no product will be returned. A new contour meter kit was sent to the customer.